Manufacturer narrative:
Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that during routine follow up this right atrial (ra) lead exhibited loss of capture, it was then discovered to be dislodged by fluoroscopy. Reportedly, the lead's dislodgement is attributed to twiddlers syndrome. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.